Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left knee revision approximately ten years post-implantation due to audible noise, locking, and possible implant fracture, which has not yet been confirmed. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a knee revision approximately one month post-implantation due to audible noise and potential fracture of the tibial insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral catalog#: ni, lot#: ni; unknown tibial tray catalog#: ni, lot#: ni. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual examination of the provided picture identified an articular surface that appears to have a broken post. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery notes: large effusion, chronic acl deficiency, previous acl reconstruction screw removed, no intraoperative complications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of being implanted (wear, nicked, gouged, discoloration). The implant was found to have the post feature fractured off with not all pieces returning. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.